Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the adhesive from the infusion set was not sticking to the patient's skin. The infusion set cannula had fallen out of the body. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set was returned for product evaluation.